Event description:
It was reported that during an unspecified diagnostic procedure, forceps removal difficulty occurred. The t-rex biopsy forceps wire broke, leaving the jaws in an open position, making it "impossible" to remove the device from the patient. With the use of a hemostat, the physician was able to grab the wires, close the jaws, and remove the t-rex biopsy forceps from the patient. Current patient status is reported as "okay". The procedure was successfully completed with another t-rex biopsy forceps.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.